Event description:
International affiliate reports the patient received spinal implants for l5 traumatic fracture. After mobilization patient experienced low back pain in l4-s1 region and revision surgery was performed.

Manufacturer narrative:
No conclusions can be made as the device is not available. Review of the device history record cannot be performed as the lot code is unknown. At this time, the complaint is considered to be closed. It will be reopened if/when the device is returned for evaluation.

Manufacturer narrative:
No conclusions can be made at this time. Examination of the devices found no anomalies. Reviews of device history records found no discrepancies. No other complaints have been reported for the production lots. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.